Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they woke up with the insulin pump alarming battery out limit. Customer replaced the battery, however, the battery out limit alarm continued. Customer's blood glucose level was over 270 mg/dl. Troubleshooting for the battery out limit alarm was performed. Customer was advised the battery cap may be loose and a replacement battery cap will be sent out. Customer will change out the battery cap once it is received.